Event description:
Medtronic received information that 10 days following the implant of this transcatheter bioprosthetic valve, the patient was admitted to the hospital for acute on chronic congestive heart failure (chf). Elevated liver function tests (lfts) were identified. Aspartate aminotransferase (ast) was 74 international units per liter (iu/l), and alanine aminotransferase (alt) was 157 iu/l. Hepatitis was diagnosed and was reported to be related to congestive hepatopathy and a supratherapeutic dose of statin medication. The statin dose was temporarily held. Hyponatremia was diagnosed with a sodium level of 126 milliequivalents per liter (meq/l). The sodium level normalized with diuresis, and no additional treatment was required. The hepatitis and hyponatremia resolved three days after onset without sequelae. Per the physician, the hepatitis and hyponatremia were not related to any device but were related to the valve implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID cls-3000-18fr (lot: 0007842015); product type: 0195-heart valves; implant date na; explant date na product ID dcs-c4-18fr (lot: 0007811594); product type: 0195-heart valves; implant date na; explant date na medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that chronic heart failure had not been documented as a pre-existing medical condition. The patient was previously prescribed 80 milligrams (mg) once daily of a statin medication. As reported, the patient¿s supratherapeutic dose of the statin medication was due to patient error. The patient accidentally was taking 120 mg rather than the prescribed 80mg of the statin medication.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.